Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and a 3i t3® tapered implant 5/4 x 13mm (bopt5413) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer did not claim any issues with bopt5413, as the procedure completed with another screw. No further investigation will be conducted bopt5413. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 6 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Lot/serial # unknown/not provided. Device expiration date unknown/not provided. Device UDI number unknown/not provided. Email unknown/not provided. Device manufacturer date unknown/not provided.

Event description:
It was reported that the abutment screw loosened in the patients mouth in site #30. It was replaced with another screw.